Event description:
It was noted that the patient presented for an implant procedure. It was noted that the helix mechanism of the right ventricular lead was not smooth and exhibited unspecified helix rotation issue. The lead was not used and replaced during the procedure. The patient was stable.